Manufacturer narrative:
Patient identifier: (B)(6).

Event description:
It was reported that re-occlusion occurred. The subject was enrolled in the (B)(6) study on (B)(6) 2017 and the index procedure was performed on the same day. The target lesion was located in right distal superficial femoral artery (sfa) with 70% stenosis and was 120 mm long with a proximal reference vessel diameter of 6 mm and distal reference vessel diameter of 5 mm and was classified as tasc ii c lesion. The target lesion was treated with pre-dilatation and placement of 6 mm x 120 mm study stent. Following post dilation, residual stenosis was 0%. On (B)(6), the subject was discharged on aspirin and clopidogrel. On (B)(6) 2018, the subject presented with recurrence of claudication of the right lower limb with a perimeter walk less than 50 meters. There was a long femoro-popliteal occlusion. The subject was hospitalized for further evaluation and treatment. On (B)(6) 2018, subject underwent percutaneous intervention which included atherectomy and stent placement at the target lesion. At the time of reporting, the event was considered recovering.

Event description:
It was reported that re-occlusion occurred. The subject was enrolled in the eminent study on (B)(6)2017 and the index procedure was performed on the same day. The target lesion was located in right distal superficial femoral artery (sfa) with 70% stenosis and was 120 mm long with a proximal reference vessel diameter of 6 mm and distal reference vessel diameter of 5 mm and was classified as tasc ii c lesion. The target lesion was treated with pre-dilatation and placement of 6 mm x 120 mm study stent. Following post dilation, residual stenosis was 0%. On (B)(6), the subject was discharged on aspirin and clopidogrel. On (B)(6) 2018, the subject presented with recurrence of claudication of the right lower limb with a perimeter walk less than 50 meters. There was a long femoro-popliteal occlusion. The subject was hospitalized for further evaluation and treatment. On (B)(6) 2018, subject underwent percutaneous intervention which included atherectomy and stent placement at the target lesion. At the time of reporting, the event was considered recovering. It was further reported that on (B)(6)2018, the subject presented with recurrence of intermittent claudication of the right lower limb. On (B)(6) 2018, the event was considered resolved and the subject was discharged on aspirin.

Manufacturer narrative:
Patient identifier: (B)(6).

Manufacturer narrative:
(B)(6).

Event description:
It was reported that re-occlusion occurred. The subject was enrolled in the eminent study on (B)(6) 2017 and the index procedure was performed on the same day. The target lesion was located in right distal superficial femoral artery (sfa) with 70% stenosis and was 120 mm long with a proximal reference vessel diameter of 6 mm and distal reference vessel diameter of 5 mm and was classified as tasc ii c lesion. The target lesion was treated with pre-dilatation and placement of 6 mm x 120 mm study stent. Following post dilation, residual stenosis was 0%. On october 25, the subject was discharged on aspirin and clopidogrel. On (B)(6) 2018, the subject presented with recurrence of claudication of the right lower limb with a perimeter walk less than 50 meters. There was a long femoro-popliteal occlusion. The subject was hospitalized for further evaluation and treatment. On (B)(6) 2018, subject underwent percutaneous intervention which included atherectomy and stent placement at the target lesion. At the time of reporting, the event was considered recovering. It was further reported that on (B)(6) 2018, the subject presented with recurrence of intermittent claudication of the right lower limb. On (B)(6) 2018, the event was considered resolved and the subject was discharged on aspirin. It was further clarified that the onset date was (B)(6) 2018. On (B)(6) 2018, the subject was discharged on aspirin. On (B)(6) 2019, the event was considered recovered/resolved.

Manufacturer narrative:
Patient identifier: (B)(6).

Event description:
It was reported that re-occlusion occurred. The subject was enrolled in the eminent study on (B)(6) 2017 and the index procedure was performed on the same day. The target lesion was located in right distal superficial femoral artery (sfa) with 70% stenosis and was 120 mm long with a proximal reference vessel diameter of 6 mm and distal reference vessel diameter of 5 mm and was classified as tasc ii c lesion. The target lesion was treated with pre-dilatation and placement of 6 mm x 120 mm study stent. Following post dilation, residual stenosis was 0%. On (B)(6) 2017, the subject was discharged on aspirin and clopidogrel. On (B)(6) 2018, the subject presented with recurrence of claudication of the right lower limb with a perimeter walk less than 50 meters. There was a long femoro-popliteal occlusion. The subject was hospitalized for further evaluation and treatment. On (B)(6) 2018, subject underwent percutaneous intervention which included atherectomy and stent placement at the target lesion. At the time of reporting, the event was considered recovering. It was further reported that on (B)(6) 2018, the subject presented with recurrence of intermittent claudication of the right lower limb. On (B)(6) 2018, the event was considered resolved and the subject was discharged on aspirin. It was further clarified that the onset date was (B)(6) 2018. On (B)(6) 2018, the subject was discharged on aspirin. On (B)(6) 2019, the event was considered recovered/resolved. Additional information: it was further reported that on (B)(6) 2018, the subject presented with recurrence of intermittent claudication of the right lower limb. On (B)(6) 2018, the event was considered resolved and the subject was discharged on aspirin. It was further clarified that the onset date was (B)(6) 2018. On (B)(6) 2018, the subject was discharged on aspirin. On (B)(6) 2019, the event was considered recovered/resolved. It was further reported that on (B)(6) 2018, the subject presented to the protocol scheduled 12-month follow-up with and complained of slight pain or discomfort, aching or cramps and weakness in the right calves and experienced claudication after walking a distance of approximately 50 mts, unable to run and slight difficulty in climbing 1 flight of stairs. Ankle branchial index (abi) performed on the same day in target limb was at 0.68. On the same day, duplex ultrasound examination performed revealed obstruction of the superficial femoral stent and certainly of the entire superficial femoral artery. A CT angiography performed on the same day, revealed long occlusion of the superficial femoral artery. (Reported as ((B)(4)). Based on the symptoms and diagnostic findings, the subject was diagnosed with recurrence of claudication of the right lower limb. Upon consultation, the subject was recommended to undergo right upper femoral-popliteal prosthetic bypass grafting and surgical intervention as a treatment for the event on a later date. On (B)(4) 2018, the subject was hospitalized for planned intervention for recurrence of intermittent claudication in the right lower extremity. On (B)(6) 2018, 412 days post index procedure, target lesion located in right distal sfa was treated by dissecting layer by layer until the popliteal artery reached which is present in the right upper femoral artery. Later, longitudinal arteriotomy of the common femoral artery was carried out followed by using two prolene 6.0 semi-continuous sutures and a 7 mm maquet prosthetic graft, bypass graft surgery was performed. Post procedure, hemostasis was achieved. Later, angiography was done to locate the lesion in the external iliac artery. Then, angioplasty was performed using 5 mm balloon followed by implantation of 6 mm x 40 mm pulsar stent in the external iliac artery (reported as 0011). Post angiography performed showed morphologically and hemodynamically satisfactory results. No associated lesions were noted. The subject started walking two days post operatively and was found to be in stable condition. On (B)(6) 2018, the subject was discharged on aspirin. On (B)(6) 2019, the subject re-visited to the clinic for the post-operative consultation and did not complained of any pain but was noted with significant edema in the right lower extremity. On clinical examination, pedal pulse was perceived in the distal region. On the same day, follow up doppler ultrasound examination showed non-significant abnormalities and clearly patent femoral popliteal bypass graft was seen. On (B)(6) 2019, the event was considered recovered/resolved.